Manufacturer narrative:
Analysis found the battery flex tape contacts to the main board were corroded. Analysis also found the upper case and lower case were damaged. It was noted the ring and bail attachments and the high rate cover were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a battery low message that displayed even with new batteries. The external pulse generator was returned for service. There was no patient involvement.